Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump displayed error message for "blockage". The patient reported that the pump was alarming error message for blockage. The patient changed the pump tubing and subsequently switched to back up pump. No reported adverse effects.